Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drain bags and unspecified severe pain. The cause of the events was not reported. It was reported an ambulance was called and the patient was ¿treated at an unknown hospital¿ (no further details); however, it was not reported if the patient was hospitalized for the events. At the time of this report, action with pd therapy and patient outcome were not reported. No additional information is available.